Event description:
It was reported, that increasing capture thresholds and high pacing was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2024 and replaced. The patient was stable throughout.